Manufacturer narrative:
The event device is anticipated to return, but the lot number has not been provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: [facility] hospital. This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep when the resected tissue was placed in a bag and removed from the body, it was noticed that the cord had been cut. The case was continued and completed with the same one. Initial investigation report the event unit was returned to us and visually inspected. The cross section of the cord appeared to be melting. The unit will be returned to amr for further evaluation. Admin# (B)(4). Products available for return: 1 bag, 1 piece of cord intervention: the case was continued and completed with the same one. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of cut cord with missing fragments of the cord loop not returned. Engineering observed that portions of the cord appeared frayed, and some material melted at and below the break. Based on the condition of the returned unit and the description of the event, it is likely that an instrument, such as an electrocautery scalpel, came in contact with the cord, resulting in the cut and melted cord. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: [facility] hospital. This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep: when the resected tissue was placed in a bag and removed from the body, it was noticed that the cord had been cut. The case was continued and completed with the same one. Initial investigation report: the event unit was returned to us and visually inspected. The cross section of the cord appeared to be melting. The unit will be returned to amr for further evaluation. Admin# (B)(4). Products available for return: 1 bag, 1 piece of cord. Intervention: the case was continued and completed with the same one. Patient status: no patient injury.